Event description:
There was no audible alarm. The customer support engineer (cse) inspectedthe device and could not duplicate the alleged event. The unit passed extended self testing. The cse replaced the audio alarm as a precaution. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
Evaluation of the replaced components indicated the piezo-electric disk was not properly centered in its housing. This is known to affect operation of the alarm. A corrective action of a new part qualification has been performed to address this issue.